Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs indicated several failed registration attempts due to less than 4 matched points, then due to high error metric. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that surgeon was unable to register the patient. Registration metric was 4.6 after multiple attempts. Surgeon was able to register with a metric of 1.6 utilizing an alternate medtronic navigation system. Manufacturer representative noted that the exams the surgeon was using to register were a t2 and flair exam. There was no known impact to patient. There was a reported delay to the procedure of 20-30 minutes due to this issue.